Event description:
It was reported that ten days post implant of an implantable pulse generator (ipg) system the right ventricular (rv) lead became dislodged. It was also reported that the patient was experiencing twiddler's syndrome. The ipg system was removed and a leadless implantable pulse generator (ipg) was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.